Event description:
During a laparoscopic assisted distal gastrectomy, the firing was stopped on the halfway. Replaced by a new cartridge, the surgeon re-stapled over the original staple line with no problem. The status of the patient is no problem.